Event description:
It was reported that the the patient received inappropriate therapy due to oversensing of noise. Lead damage suspected. Leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions.